Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected low blood glucose value of 39 mg/dl at the time of the incident. The customer treated with cereal and juice. Troubleshooting was declined by the customer. Nothing will be replaced or returned..